Manufacturer narrative:
The following narrative is to provide clarification to the investigation results previously submitted in follow-up medwatch report (B)(4). A product development investigation was performed for the subject device (incorrectly reported in (B)(4) as a product evaluation). ¿parts manufactured at worst case conditions¿ is a manufacturing term meaning the parts were manufactured within the upper limits of the specifications but were still within the defined specifications. The results of the previously reported product development investigation prompted the need for a manufacturing investigation. The results of the manufacturing investigation were correctly reported in (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation action was conducted. The report indicates that the: received 1 article of xrl spreader, article # 03.807.300, for manufacturing investigation. The article was in a used condition when the ratchet lever seized up. The affected part, xrl spreader, par # 03.807.300, lot#: 8520351, lot size: 5, lot release date: 16.08.2013. Conclusion - the cause of the seized-up ratchet lever of the xrl spreader instrument was investigated by the assembly department. The ratchet lever mechanism is assembled in component body rotating 60082630. The component body rotating 60082630 is welded together and cannot get disassembled without destroying. During investigation it was noticed that the ratchet lever mechanism was fully unlubricated. The jammed ratchet lever became loose after applying a few drops of synthes oil 519.970. This oil is mentioned also at the assembly and test instruction and was used by the original assembly of the xrl spreader. The functions of the xrl spreader were tested according to the inspection sheet, especially if the instrument is working as intended when the ratchet lever is at position ¿on¿ or ¿off. The instrument passed all functional tests and is working in accordance to the specifications again. To avoid this type of malfunction it is necessary to follow the instructions for cleaning and sterilization which states that moving parts must be lubricated regularly. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable a product evaluation was performed. The investigation of the complaint articles indicates that: the xrl system provides surgeons the ability to expand the device in situ to reconstruct the anterior column, restore height and correct the sagittal curvature of the thoracolumbar spine. Xrl spreader assembly is used to insert the implant in an optimal position and to distract the implant if necessary. The xrl spreader assembly consists of four major parts the xrl spreader (03.807.300), xrl shaft (03.807.310 & 03.807.330), xrl spreader tops and xrl release tool (03.087.348). The received xrl spreader did not have any visible scratch or damage. It was reported that xrl spreader assembly malfunctioned during implantation and the cage would not collapse and resulted in a surgical delay of 30 minutes. The ratchet lever would not go from "continuous" / off mode (which allows tactile expansion or compression of the implant) to ratcheting / on mode (which allows expansion of the implant). The complaint condition can be replicated with the returned sample as the ratchet lever is not rotating freely. Also based on checking the spreader assembly physically by rotating the dial, it is observed that the ratchet pawl rubs on inside of the housing, the potential of this issue could be parts manufactured at worst case conditions or any shift in axis between housing and ratchet lever assembly [ pawl and ratchet]. Product development team may need more inputs on the dimensions measured at the time of manufacturing to conclude the investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the xrl (vertebral body replacement) spreader which is comprised of the shaft and the release tool malfunctioned during a corpectomy at t8 on (B)(6) 2016. The device was being used to implant a cage and perform a screw fixation at t7-t9. While using the xrl spreader, the cage expanded and would not collapse. The inserter (xrl release tool) would not go from "continuous" / off mode (which allows tactile expansion or compression of the implant) to ratcheting / on mode (which allows expansion of the implant). The cage was left in place (remained implanted); it was used in its expanded/static capacity. Although there was no patient harm, the reporter stated that implanted the device in this manner was not ideal. There was a reported 30 minute surgical delay. There were no fragments generated and no additional medical intervention was needed. The procedure was completed successfully without further incident. The patient was reportedly in stable condition at the end of the procedure. This report is 2 of 4 for (B)(4).